Event description:
Device report received from synthes (B)(6) reported an event in (B)(6) as follows: screw broke during insertion in bone. The screw broke during insertion in the mandible bone (without pressure). No part in the patient, no consequence on the patient, no delay of surgery, the incident did not require further treatment. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.